Manufacturer narrative:
Per the user guide: you can program a number of reminders that will prompt you to retest your bg after a low or high bg is entered, as well as a ¿missed meal bolus reminder¿ which will alert you if a bolus isn¿t entered during a specified period of time. If activated, these can help reduce the likelihood that you will forget to check your blood glucose or bolus for meals. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 565 mg/dl as the customer inadvertently consumed a meal without delivering a food bolus. Customer delivered 2 insulin injections and remained connected to the pump to address elevated bg.